Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2022, the patient's infusion set's tubing detached from the connector. The patient's blood glucose level was 350 mg/dl at the time of the event. Moreover, the infusion had been used for one day and the expiration date of the infusion set is 01-dec-2024. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.